Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that a chronic catheter was allegedly leaking externally at the clamps site while in a patient. It was further reported that the chronic catheter was removed and a replacement catheter was attempted to be inserted. There was no reported patient injury.

Event description:
It was reported that a chronic catheter was allegedly leaking externally at the clamps site while in a patient. It was further reported that the chronic catheter was removed and a replacement catheter was attempted to be inserted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of the DHR was performed. This lot was inspected per applicable finished production/ inspection procedures and it passed all inspections. Investigation summary: the sample returned for evaluation was one 12.5 fr triple-lumen hickman catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. All three lumens were found to be patent to infusion and aspiration, with no leaks observed. No defects or deformities related to the manufacturing process were found during the investigation of this sample. This investigation is unconfirmed for external leak/break/split without embolism, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 01/2023) (method, results) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.